Manufacturer narrative:
D9: product received date 1/6/2025. H3: one device was returned for repair with complaint that the device failed the software update and showed a red window. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. The reported complaint was duplicated, and the cause was the device was without software. The software was uploaded. A damaged (detached) downstream occlusion (dso) seal was also found. The dso seal, battery door replacement.

Event description:
It was reported that the device failed the software update and showed a red window. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.